Event description:
During an acl (anterior cruciate ligament) reconstruction using the biosure ha, 7mm x 25mm, it was reported that the screw broke inside the patient. The surgeon noted that while entering the femur tunnel and tightening the screw, he suddenly heard a click sound and determined that the screw had broken. The broken screw was not removed. The patient¿s bone quality was strong. There were no procedural delays and no reports of patient injuries or complications.

Manufacturer narrative:
Device evaluation: only the proximal half of the biosure ha, 7mm x 25mm screw was returned for evaluation. Examination of the screw confirmed the reported breakage. Dimensional inspection of the screw¿s major diameter confirmed it met print specification. Without knowing the type of graft used a root cause cannot be determined. The dfmea data supports the fact that the product is within a level of tolerable risk. A review of the device history records and quality records associated with this manufactured lot confirmed that no abnormalities were reported with this product lot during manufacture. As a result no root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).